Event description:
#Medwatcher (B)(4). Very tired, weight gain, very irritable, muscle weakness, muscle pain, headaches, migraines, anemic, stomach ulcer, low vitamin d, low vitamin b, severe depression,. I have been to numerous different doctors with these problems and had numerous test done.